Event description:
It was reported that patient was revised on a left hip due to dislocation.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant could not confirm the event. X-rays, post-operative report and clinical history are needed for a comprehensive medical review.. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including revision operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that patient was revised on a left hip due to dislocation.